Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the front response button was not functional. The cause for the failure was that the front response button center dome was off center. The root cause of the damaged comes cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor's response buttons were not functional.